Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple blood glucose (bg) levels of approximately 60 mg/dl to 70 mg/dl. Reportedly, the customer required assistance to treat bg level via consumption of carbohydrates. No additional information was provided.